Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was deployed. Upon deployment the clip opened to 10-15 degrees. The clip angle prior to the clip opening was lower than 20 degrees. The final mr grade was 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.